Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02790. It was reported, the pt cannot have his stimulation on for more than 15 mins before he experiences leg spasms. The pt stated, he always has spasms and manages them with medication; however, the spasms seem to become unbearable when stimulation coverage and pain relief but he has limited his use of the system due to the amplified spasms. Allegedly, his physician advised him to use the stimulator as tolerated and referred him to a neurologist for further management of his spasms.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.